Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced default image (term) and difficulty in filling in the white's issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is deposit on coupler unit, cable unit is depressed and therefore water tightness is lost, button is depressed and therefore water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer¿s allegation was not confirmed and a probable cause could not be established. Newly identified malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.